Manufacturer narrative:
Concomitant product(s): product ID: vedr01 ipg, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited oversensing. During a generator replacement the physician chose to cap and replace the rv lead. No patient complications have been reported as a result of this event.